Event description:
Additional information received indicates that the right ventricular (rv) lead was oversensing far field p-waves prior to lead replacement. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the right ventricle (rv) lead was detecting extracardiac noise, causing pacing inhibition. The lead was capped and replaced, and the patient is in stable condition.